Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The images were reviewed and it was noted that artifacts were on the cheeks and jaw. Some points were embedded in the model. It was discussed with the site to avoid loose skin and reduce artifact, the navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the site was navigating and the accuracy was off. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.